Manufacturer narrative:
(B)(4). Initial report sent (B)(6) 2012 under MDR number: 1717344-2012-00679. Sent on, (B)(6) 2014. The incident device was returned, evaluated and found to afunction within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.

Event description:
The customer reported that the device was not sealing properly and there was bleeding from the vessels. It is unknown if a regrasp alarm or end tone was heard. The forcetriad was set at 2 bars and the vessels were 4 to 5mm in size. This happened at the beginning of the case so the device had not been cleaned. The blood loss amount is unknown and the vessels were treated with sutures. A new device was used to complete the case.